Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an cannula bent event on (B)(6) 2025 which leads to occlusion alarm. The patient changed supplies as necessary and resumed insulin therapy. No further information available.